Manufacturer narrative:
This implantable cardioverter defibrillator (ICD) will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead recorded a high out of range shock impedance measurement. This lead will continue to be monitored as no further intervention is needed at this time. No adverse patient effects were reported.